Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm part involved with this complaint and completed the device evaluation. The usm has been returned and evaluated by the failure analysis team. Failure analysis investigation confirmed/replaced the customer reported compliant of error 32101 on arm 1. The usm was tested on the in-house system and it triggered an error 32101 on the axes controller motor (acm) at startup. The high side test script was ran on this usm and all motors on the acm were faulty. Further investigation showed that when link 2 cover was opened, +48v ffc that connected to the acm printed circuit assembly (pca) was pulled out from the connector. The +48v ffc was reseated and the issue fixed. When moving the usm in pitch axis range of motion, the error 32101 got triggered again. The +48v ffc felt tight and was pulled out easily. The +48v ffc was jumped with a test one and the system did not trigger any errors when moving pitch axis range of motion. As a fix, the clock spring harness will be replaced.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, a repeated recoverable fault 32101 on arm 1 was displayed. The technical support engineer (tse) log review confirmed the error 32101 on arm 1. The staff rebooted the system prior to calling in with no change. The tse had the staff move arm 1 out of the way and disable it; the staff docked arms 2, 3, and 4, inserted instruments and endoscope, and proceeded with the case. The staff requested for the field service engineer (fse) to follow-up with the site. The site was completing the procedure with no reported injury.